Manufacturer narrative:
The t:slim x2 g5 user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had input settings into the new pump. Customer alleged that the pump calculated an inaccurate bolus dosage. Tandem technical support reviewed pump settings and confirmed that customer had incorrectly input carb ratio as 1u:90g instead of 1u:9g. Customer corrected the settings to address the issue. Customer's blood glucose was 210 mg/dl.